Manufacturer narrative:
(B)(4).the sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced peritonitis coincident with continuous ambulatory peritoneal dialysis (pd) therapy. The peritonitis was manifested by abdominal pain and cloudy effluent. The cause of the peritonitis was unknown. The same day, the patient was hospitalized for the event. On an unreported date during hospitalization the patient was treated with intraperitoneal (ip) vancomycin (dose and frequency not reported) and ip fortaz (dose and frequency not reported) for peritonitis. Antibiotic treatment was ongoing. The patient was discharged seven days after hospital admission. At the time of this report the patient was recovering from the peritonitis event. Action with dianeal therapy was ongoing. No additional information is available.